Event description:
When attempting to administer sliding scale insulin in a vanish point 0.5ml syringe, this rn noticed plunger was not level. Insulin discarded and new syringe obtained. Syringe inspected, plunger level, insulin administered.